Manufacturer narrative:
The returned device was evaluated. During evaluation, the display was confirmed to have segments that did not illuminate. All audible and visual alarms functioned as design. The unit was also able to obtain spo2 and pulse rate readings. It was determined that a defective component on the system board caused the display issue. A service history record review reveals that this unit was in the field for over one (1) year with no previously reported issues.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there is a display segments that will not light on the upper display. There was no known impact or consequence to patient.